Manufacturer narrative:
It was previously reported the manufacturer received information that the trilogy 100 ventilator returned to the customer after completion of remediation work and when the customer powered the device on, the display screen remained black with no image. There was no harm or injury reported. The trilogy 100 ventilator was returned to the manufacturer's service center for evaluation. On evaluation, the customer's complaint of "when attempting to power on the device, it only shows a black screen" could not be confirmed. The ventilator was plugged into with alternating current (ac) power and powered on and operated as expected for normal operation. The device passed final testing. No device failure was found. The coding grid has been updated as applicable.

Event description:
The manufacturer received information that the trilogy 100 ventilator returned to the customer after completion of remediation work and when the customer powered the device on, the display screen remained black with no image.. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed.